Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator did not alarm during an event. The device was in clinical use when the issue occurred. It was reported that the patient was harmed during the incident, and the patient had to be intubated; it was then reported that the patient had recovered and was fine now. A philips remote service engineer (rse) noted that the customer's device had tubing that became separated from the patient mask; it was then noted that the device did not alarm. The customer was unable to perform any further troubleshooting as they did not have the device with them. The rse recommended running the device, and perform the pvt.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.